Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (alarm 05 and 06) occurred. Reportedly, the customer had followed the prompts when loading and was not outside the pump's labeled operating altitude range. Customer's blood glucose level was 98 mg/dl. Reportedly, the customer was currently using manual injections for insulin therapy.